Event description:
Reporter stated that a patient sample was tested on the suspect urisys 1100 which produced a false negative result for protein. An additional test was reportedly performed, using the same strip lot, on a different urisys instrument which reported a protein result of 500 mg/dl. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
It is not known if the initial reporter has reported or intends to report the event to f.d.a.